Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydra jagwire guidewire was used during an eus-directed transgastric ercp (edge) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the physician needed to pass a needle through the remnant stomach to fill with saline and contrast as well as place a boston scientific stent. A hydra jagwire wire was placed through the expect needle, the needle tip peeled the hydrophilic coating on the guidewire. The hydra jagwire ptfe jacket coating peeled and the coating became stuck in the distal end of the needle. Reportedly, the corewire tip broke off inside needle. A new expect needle and hydra jagwire were used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.